Event description:
It was reported that during an unknown procedure, the device's clips did not form properly on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/17/2008. Information anticipated, but unavailable at this time.